Event description:
It was reported that during a laparoscopic gastric bypass procedure, the device was removed from patient after firing and when attempting to reload the device, the trigger was noted to be loose and the device could not be opened. The case was completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. The following information was requested, but unavailable: what trigger was loose (closing trigger, firing trigger)? On which firing did the event occur? What color cartridge was being used?

Manufacturer narrative:
(B)(4). Additional information: firing trigger spring. The analysis found that one ple60a device was returned in good visual conditions and with no cartridge reload present. Upon further inspection, the spring firing trigger was noted to be loose. In addition the knife was noted to be partially advanced into the lockout region, thus the device would not open. The knife was returned to its home position and the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Upon firing of the device it was disassembled in order to verify the condition of internal components and the firing trigger spring was found to be out of position and missing. While no conclusion could be reached as to how the spring firing trigger became out of position, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at (B)(4). As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.